Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon polymer fill of the aortic body stent graft, it was noted that the first ring of the contralateral leg did not fill with polymer in the presence of a narrow distal aorta at the level of the graft leg opening. The physician experienced difficulties cannulating the contralateral leg of the stent graft. The patient was converted to aui with a fem -fem bypass, followed by the placement of a uni-body device and plugs. The aneurysm was excluded, and as of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the cause of the reported type ia endoleak was determined to be unknown/undetermined due to the lack of medical information surrounding the event, however the most likely contributing factor is the sealing ring being placed 14mm below the left renal artery in a reverse tapered neck. There were no procedure related issues or off label/cautionary product use conditions found. The final patient status was discharged home on postoperative day one in good condition. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)

Event description:
A re-intervention took place approximately two years post-implant where the physician placed a palmaz stent at the level of the sealing rings. A small type ia endoleak remained at the conclusion of the procedure and the patient will continue to be monitored. As of the date of this report here have been no additional patient sequelae reported.